Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device appeared not to be sensing all the time. As well, the patient's right ventricular (rv) lead had ventricular loss of capture, and high thresholds. The patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing and atrial undersensing. All products are still in use. No patient complications have been reported as a result of this event.